Event description:
On 01/27/2012 customer reported fluid and blood in the drip tray of the lh750 slidemaker. Customer stated that the instrument also generated multiple "fluid detector (fd) errors" and "reagent tank not full" errors. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and observed blood around the probe rinse block and drip pan, as well as the instrument errors. Fse noted that there was no vacuum in vacuum chamber vc2, which was likely due to build-up of diluent residue in the vacuum lines over time fse flushed the high vacuum system with warm water via feed-through fitting ff14 and cleaned the drip pan with bleach. The service was verified per established procedures and results met published performance specifications. No further issues were reported.

Manufacturer narrative:
Evaluation codes, results, code (other): examination revealed there was no vacuum in vacuum chamber vc2. (B)(4).